Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use featuring c3® delivery system (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2014, a patient with a reverse taper infrarenal aortic neck underwent treatment of an iliac aneurysm with gore excluder aaa endoprostheses featuring c3 delivery system and gore excluder iliac branch endoprostheses. On (B)(6) 2015, images showed an endoleak, associated with the trunk-ipsilateral leg component. It could not be determined whether the endoleak was type ia or type ii. The aneurysm has increased in size, from (B)(6) 2014 to (B)(6) 2015, 3 x 6mm. The patient is being monitored.